Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. Vessel morphology was reported to be moderately tortuous with moderate calcification. It was reported that the stent graft had migrated proximally after the initial deployment of the stent graft. During the deployment of the stent graft the physician did not have adequate tension on the delivery system, resulting in the stent graft being deployed slightly partially covering the renal artery. The physician was able to pull the stent graft down for correct positioning. No additional clinical sequelae were reported and the patient is reported to be fine.